Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed a decrease of 2 years in its expected longevity after a surgery. Boston scientific technical services (ts) explained this is not an unexpected device observation, as the longevity calculation is affected by the change in parameters made to account for surgical procedures. Ts suggested re-interrogating the pacemaker after a few weeks to allow longevity to be recalculated according to patient's data. Evidence suggests the battery was not drastically impacted by the surgery as the magnet rate remained unaltered during the postoperative and the last longevity calculation made prior to surgery matched the expected per design. No change was performed. No adverse patient effects were reported.